Event description:
It was reported that the patient presented for routine followup follow up. The programmer exhibited a diagnostics anomaly. The patient was stable throughout with no issues. The patient would be followed with regularly scheduled appointment.